Event description:
The device was being used for a scheduled procedure, when allegedly power spontaneously during a defibrillator charge. Pt outcome was not reported, however, the reporter did state there were no adverse affects to the pt as a result of the reported failure.